Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii xenon light source exhibited communication error e200. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that phenomenon ¿error code e200" was caused by an abnormality in the turret or main circuit board according to the description of e200 in the service manual. From the service manual, it was confirmed that e200 indicates a clv turret failure, which is a message that occurs when a light source unit turret error occurs, and that the possible failure points are the turret and main circuit board. (See page 5-3 of the service manual.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.